Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 8709 lot# j11347r33 serial# implanted:(B)(6) 2002 explanted: product type catheter product ID 8578 lot# serial# (B)(4) implanted: (B)(6) 2016 explanted: (B)(6) 2017 product type catheter h3- analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal morphine 90 mg/ml at 13.992 mg/day via an implanted pump for spinal pain, failed back surgery syndrome, and non-malignant pain. It was unknown when the event/difficulty occurred. There was suspected underdosing. The patient reported having withdrawal symptoms (unspecified) during the first week of (B)(6) 2016. He saw the doctor for a pump refill on (B)(6) 2016 and the doctor expected to aspirate 6 ml's from the pump, but instead aspirated 11 or more ml's. The patient was having withdrawal symptoms currently (specific symptoms were not reported). It was unknown what environmental/external/patient factors may have led or contributed to the issue. The pump was explanted on (B)(6) 2017. The catheter was ligated (kinked and tied off multiple times) at the pump pocket and remained implanted, but out of service. The issue was resolved at the time of this report. There were no events of motor stall shown in the logs. The patient¿s status at the time of this report was ¿alive- no injury¿. Additional information received indicated they were buying morphine for refills and were extracting more than expected. They did two tests to check to see if the catheter was kinked. It was noted the pump failed and the patient went through withdrawals and was sweating. The change in therapy/symptoms was gradual. It was noted the patient went to the doctor for a refill and the morphine was still in the pump. The doctor thought there was a kink in the catheter and when he went in to fix the catheter he determined the pump had failed and removed the pump. They thought the issue was a kink in the catheter until they went in and found the pump had failed so the doctor removed the pump. The patient was still in pain, uncertain of the source, whether it was pain induced or lack of medicine.

Manufacturer narrative:
Analysis of the pump on 2017-mar-10 revealed no anomaly. As received the pump reservoir had 2 ml of fluid and was running in the simple continuous infusion mode. The pump memory logs showed no anomalies. The pump passed dispenses accuracy testing. Long term volume infusion testing was performed. The volumes pulled from the pump when compared to the clinician programmer printouts were within what was stated in the clinical reference guide. The non-standard testing was for informational purposes only, there was no fail or pass criteria for non-standard testing. As per the pump¿s log, morphine with concentration 90.0 mg/ml was being administered via a simple continuous dose rate of 13.992 mg/day as of (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.